Manufacturer narrative:
The customer reported that the cns (central monitoring system) initially had intermittent communication loss. A reboot would resolve the issue for a small amount of time. A reboot of the switch would also resolve the issue for a short duration. The device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. The cns was tested and evaluated for 7 days. Previewed the tabular trend and the full disclosure constantly and did not notice any communication loss during the evaluation. Hard drive was replaced as the hard drive does not appear to have previously been replaced. Repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) initially had intermittent communication loss. A reboot would resolve the issue for a small amount of time. A reboot of the switch would also resolve the issue for a short duration.